Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar pacing impedance, noise on stored electrograms (egm) and sensing integrity counter (sic). A lead fracture is suspected. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.